Event description:
Patient complained of discomfort at pump site due to location (left buttock) and declined relocation of pump. There was not drug in the pump. Proximal potion of pump segment cut and removed with pump. Distal pump segment tied off and left in intrathecal space with spinal segment. It was noted the device was discarded by the customer. There were no patient symptoms/injuries related to the event. Patient status at the time of this report was alive, no injury, no adverse event.

Manufacturer narrative:
Concomitant medical products: catheter: model 8731sc, serial# (B)(4), implanted: (B)(6) 2007, explanted:unk. (B)(4).